Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery failed alarm and replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will not be returned for analysis.